Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer low blood glucose level was 42 mg/dl at time of incident and the current high blood glucose level was 466 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and glucose for low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The device will not be returned for analysis.